Event description:
Patient is deceased [death]. Case narrative: case (B)(4) is a serious spontaneous case received from a health professional via a regulatory authority in united states. This report concerns a patient (no patient identifiers were provided) who died during treatment with intra-articular use euflexxa (sodium hyaluronate) solution for injection 10mg/ml 1 injection into affected knee weekly, used for unknown indication from an unknown start date to an unknown stop date. The patient's wife reported that the patient was deceased. Date of death was on an unknown date in 2021. Cause of death was not reported. No other information was provided. The outcome of the event was fatal. Action taken to euflexxa was not applicable. At the time of the report, the outcome of patient was deceased was fatal. No concomitant medication was reported. All events in the case were reported as serious. At the time of reporting the case outcome was fatal. Sender comment: death assessed as not related due to limited information available in the case without any details that could indicate a specified nor implied attribution of the death to euflexxa. Furthermore, based on the known safety profile, when used according to label, it is considered highly unlikely that euflexxa caused the patient's death. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related. Other case numbers: internal # - others = mw5107104. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.